Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 6.0x60mm supera peripheral self-expanding stent system (sess) was prepared per the instruction for use (IFU). The procedure was to treat a moderately calcified, 60% stenosed lesion in the right common iliac artery. The device was advanced to the lesion through a non-abbott sheath. During deployment, the supera stent was becoming stretched, so trouble shooting was performed to make sure the device was fully unlocked, and it was, however the stent continued to stretch and then snapped back into the non-abbott sheath with part of the stent hanging out of the sheath, in the iliac artery. The physician pulled back on the delivery catheter to remove the device and the nose cone separated in the non-abbott sheath where it remained. The devices were all removed as a single unit so that nothing remained in the anatomy, and imaging confirmed that nothing remained in the anatomy. It was decided to abort the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The stent implant was deployed from the sheath and was partially exposed from the distal end of the non-abbott introducer sheath. The stent implant was not stretched; thus, the reported stretched stent was unable to be confirmed. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during stent deployment interaction with the moderately calcified and 60% stenosed anatomy resulted in the stent to stretch/elongate and, due to tension created by the anatomy, snap back and inadvertently deploy into the sheath; however this cannot be confirmed. The investigation determined a conclusive cause for the reported stretched and activation/deployment failure cannot be determined. Manipulation of the compromised device likely resulted in the reported tip separation/noted tip jacket/inner member separations. There is no indication of a product quality issue with respect to manufacture, design or labeling.